Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient states she is no longer experiencing effective pain relief from her scs system. In addition, she states the scs system makes her body numb. In turn, the patient desires to have her system removed.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the system was explanted.